Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2014: keypad buttons intermittently unresponsive with contamination of all button contacts.

Manufacturer narrative:
Submitted: 01/22/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad cover was intact without damage. The audio bolus button had a hole in the cover. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.